Event description:
The device was implanted on 10/8/96 for intrathecal infusion of morphine for treatment of pain. On 11/11/96, the facility nurse contacted a MFR nurse and reported that the first device refill had been performed today (11/11/96) and she obtained a return volume (rv) of 50ml;therefore, the device had not flown. The device had been flushed without difficulty. The MFR nurse recommended the device reservoir be flushed with preservative free normal saline (pfns) to trouble shoot for an air lock and then recheck the device flow rate in one week.